Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the right ventricular lead "could not be fixed when it was placed on the right ventricle". Multiple attempts were made but we unsuccessful. The lead was removed and replaced. The patient did not experience any adverse consequences. The patient was stable.